Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge system, which were observed during pumping. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or cause the cgm to read "high." The customer experienced an occlusion alarm and decided to replace the cartridge, complying with the recommended procedure to manage the issue.